Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose ranged from 320 mg/dl to 450 mg/dl. The customer's blood glucose was 59 mg/dl at the time of the call. Customer had treated their blood glucose with a manual injection. Troubleshooting found the customer's time and date were incorrect on their insulin pump. Customer was assisted with correcting their time. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer will also be sent a tubing clamp to finish troubleshooting at a later time. No additional information provided.